Manufacturer narrative:
Per the clinic, the patient was treated with topical steroids and oral and topical antibiotics (date and duration not reported). This report is submitted on june 14, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient developed recurrent infections at the implant site. Additional information has been requested; however, not made available as of the date of this report.